Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced resistance in the middle of the phenom 27 microcatheter and failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right cavus. The max diameter was 3.7mm, and the neck diameter was 2.2mm. The patient's vessel tortuosity was normal. The landing zone was 4.3mm distal and 4.7mm proximal. The access vessel diameter was 4.7mm. Dual antiplatelet treatment was administered (prasugrel + aas). It was reported that at the moment of raising the pipeline inside the microcatheter an abnormal resistance was perceived for the advancement of the system in the middle of the microcatheter. This did not allow the pipeline to be deployed by the distal end of the microcatheter, nor was retraction possible. It was noted that the pipeline was not stuck. A continuous flush had been administered. There was no damage to the catheter or pushwire. The patient did not experience any injury, complications, or additional medical/ surgical intervention or hospitalization. Angiographic results post procedure were said to be acceptable. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a shuttle sheath, navien 072 guide catheter, and avigo guidewire.

Event description:
Additional information received reported that the device was positioned and an attempt was made to unfold, the device began to unfold without opening (it was always compressed) until in the middle portion it got stuck in the microcatheter and did not advance further, nor did it unfold despite the attempts (push, tension and etc). Then the entire system was removed. The distal to proximal end would not open (remained "coiled" on itself). Once the deployment maneuver began, the doctor indicates that the system fell to the siphon. Resheathing was impossible as it was stuck and not deployed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.